Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced higher flows for a period of time, but their flows returned to normal after they were started on bivalirudin upon admission. The patient's lactate dehydrogenase (ldh) remains elevated. The patient was scheduled for heartmate ii (hmii) exchange on (B)(6) 2020. The new device type will be determined in the operating room (or) depending on the location of thrombus in the system. Additional information received on 17apr2020 stated that there were no changes to patient condition or anticoagulation status that may have contributed to thrombus. An echocardiogram (echo) and computed tomography (CT) scan were performed. Since the pump exchange, the patient's flows are continuing to run 8-9 liters per minute (lpm) and the patient is fluid overloaded post-operation. The cause of the patient's initial higher flows was not identified.

Manufacturer narrative:
Section b3, e2: correction. Section b5: events occurring post pump exchange are reported under MFR # 2916596-2020-02511. Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: incidental findings: rescue tape was present between approximately 2.25¿ and 3.75¿ from the metal connector. Upon removal of the rescue tape, a tear in the silicone jacket approximately 2.5¿ from the metal connector on the distal portion of the returned driveline was observed. The evaluation of (B)(6) confirmed the presence of thrombus in the pump which could have contributed to the reported elevated ldh and suspected low-grade hemolysis. However, a specific origin of the observed thrombus could not be conclusively determined. Furthermore, the report of elevations in flow could not be confirmed as no relevant log files were submitted for review. (B)(6) was returned assembled with the driveline severed approximately 12.5¿ from the pump housing. The distal portion of the driveline was returned in a segment measuring approximately 27¿. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), the apical sewing ring, and the sealed outflow graft and sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The textured blood-contacting surface of the outlet elbow showed no evidence of any adhered or developed depositions or thrombus formations. The proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of any adhered or developed depositions or thrombus formations within the pump. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a white, tissue-like thrombus formation adjacent to the bearing ball situated between the stator blades. This thrombus formation was not adhered. The thrombus formation lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. The denaturation on the thrombus formation found on the proximal side of the outlet stator indicated that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. While the evaluation could not determine a specific origin of the observed thrombus formation, the occlusion of the blood flow path through the outlet stator could have contributed to the reported elevated ldh and suspected low-grade hemolysis. Visual inspection of the remaining blood-contacting surfaces of the returned device revealed no additional thrombus formations and no adhered depositions. Upon removal of the deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient underwent a pump exchange on (B)(6)2020 and remained ongoing on support from (B)(6) until they ultimately expired on 03jun2020 (reference MFR # 2916596-2020-02511). The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. The heartmate ii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The heartmate ii IFU also states that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ no further information was provided. The manufacturer is closing the file on this event.